Event description:
The patient stated that this morning (2007), he felt "goofy" an his blood glucose was elevated to 482 mg/dl. He stated that his normal blood glucose readings are :high" 100's to low 200's." He stated that he bolused to lower his blood glucose, but his readings are still high and he could smell insulin and the luer connection felt wet. The patient is blind, and was not able to visually inspect the infusion tubing. The patient stated that he was not aware of the infusion set recall although company records indicate that the patient received the notification. He stated that this issue has been occurring at least twice per box of infusion sets for the past 3-4 months. The patient was advised to change his infusion set to lower his blood glucose. Attempts to contact the patient for follow up were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.